Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which states: chapter 3 preparations and inspections ¿3.2 preparations and inspections of the endoscope". [Inspection of the endoscope body] 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the display of the connecting tube which had the coat peeling (1mm2 or more) and the indication on the connecting tube had a disappeared area, evaluation findings are as follows: due to a pinhole on channel-tube, deformation of control unit, and a pinhole on the bending section cover water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on bending section cover had a chip; due to damage on image guide bundle, the image had a stain; the indication on the light guide connector was unclear, the connecting tube had a dent, and due to damage on channel-tube, channel cleaning brush could not be inserted smoothly. Additionally, the following device components were found to have been scratched: control unit, up/down plate, grip, angulation lever, scope cover and eyepiece. Lastly, the following device components were found to have had discoloration: objective lens, light guide lens, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a collapsed tip and coating peeling. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the display of the connecting tube had coating peeling and the indication on the connecting tube had a disappeared area. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.